Manufacturer narrative:
The most likely cause for the observed discrepancy is due to the sample having a low viral load, differing sensitivities, or discrepancies between the two collections of samples. This is a sample-specific issue and the reagent is performing as expected.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 when tested on a respiratory panel taken at the physician's office (assay details unknown). A recollected sample was retested on the cobas liat (s/n-(B)(4)) which yielded a negative result for all targets (sars-cov-2 negative, influenza a negative, influenza b negative). The initial positive result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.